Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported to intuitive technical service engineer (tse) that the right eye in the surgeon side console (ssc) was black. No errors or messages were present. Tse had customer reseat the endoscope a few times with no change. Tse walked the customer through a hard power cycle and reseated blue fiber cables on the ssc two times with no change. The customer was continuing with the procedure with only the left eye. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did finish the case using one eye and the cord was replaced by the tech that night and site was able to use it the next day.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high stereo resolution viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed. The monitor was installed on the right side of the test system. No images are being shown on the right eye of the surgeon side console (ssc). The complaint was confirmed based on the failure analysis evaluation.